Event description:
It was reported to philips that the system failed to bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) visited on-site and confirmed that the system failed to boot up. During troubleshooting, the fse inspected the electronic cabinets and observed that the ups was operating on battery power during the initial assessment. To resolve the issue, the fse manually shut down the system breakers and the ups, then restarted all components in the proper sequence. After restarting all components, the system returned to good working order. The codes were updated based on the investigation outcome.